Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was selected to use for treatment. However, when the device was removed from the housing and the protector, open struts were observed on the end of the stent. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the distal and proximal end flared. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was selected to use for treatment. However, when the device was removed from the housing and the protector, open struts were observed on the end of the stent. The procedure was completed with another of the same device.